Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during the fill tubing process on the ilet bionic pancreas, consistent with a device alarm during infusion setup and a potential occlusion or flow obstruction within the infusion path. Symptoms included no adverse clinical effects, with blood glucose reported at 88 mg/dl. Outcomes included no medical intervention, no hospitalization, and continued therapy after a complete supply change restored normal function. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.